Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation due to the pod adhesive had occurred while wearing the pod on the arm for between 37 and 48 hours. The patient visited the family doctor and was prescribed nasal spray (flixonase) for treatment. The pod was discarded.